Manufacturer narrative:
One bci® capnocheck® ii detector was returned for analysis in good condition. Functional testing was performed and the complaint was duplicated. The monitor was found to power up but kept rebooting. The monitor appeared to have been dropped and the top of the pump came loose. Two wires were shorted together. The device was repaired and was able to be power up as normal. Based on the evidence the complaint was confirmed. The most probable root cause is user interface as the failure was a result of impact sustained by the monitor during use.

Event description:
Information was received indicating that a smiths medical bci® capnocheck® ii detector would not power on. There were no reported adverse patient effects.